Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a down-size trach was performed from the unit with a size 8 to a 6. When the trach was check, it was found that the locking of the inner cannula was very difficult as it was extremely tight. Once able to do it, so proceeded with the change. When the tube was in situ, it completely unable to lock in the inner cannula. It was so tight that it simply would not turn/lock and ended up calling for a second tube. The second tube was check, again it was unable to lock the inner cannula, and even tried the low profile and red-tipped plug cannula that came in the box, the same issue occurred. A piece of the locking point on the inner cannula was whittled. The patient had since been de-cannulated.